Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to experience left leg pain following an scs trial implant procedure. On (B)(6) 2018, the trial ended and the lead was removed. The following day, the patient was hospitalized due to the left leg pain. In turn, a blood patch was performed and addressed the patient's issue. The patient was discharged from the hospital on (B)(6) 2018.